Manufacturer narrative:
Pump was received with normal operating currents and no unexpected low battery alarm or replace battery alarm noted during testing. However, replace battery alarm found in pump history due to software error. Unit was received with partially broken reservoir tube lip, missing reservoir tube retainer, broken display window cover, minor scratched lcd window, cracked select button keypad overlay, cracked case at display window corner, cracked battery tube threads, cracked case along the side of the battery tube and missing serial number label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not received any low battery alert's before turning off insulin pump. The customer was advised that the insulin pump need to be replaced. The insulin pump will be returned for analysis.